Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error and had a blank screen. The customer did not recall the blood glucose reading. The insulin pump was not stored or out of use for an extended period of time. The insulin pump alarmed for a failed battery alarm shortly after inserting a new battery, the reset alarm occurred during normal use. The customer declined troubleshooting for the blank display. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk, cracked and bleeding lcd glass. Unable to performed the displacement test or verify a21 alarm due to display anomaly, minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.